Event description:
It was reported that following a coronary artery stenting procedure, the patient expired. The target lesion was located in the left posterior descending artery (l-pda) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilatation and placement of two (2.25x32 mm and 2.25x12 mm) taxus liberte atom study stents (the entire area of disease was not adequately covered by the first stent), with 0% residual stenosis. The patient had a non-target lesion located in the ramus treated with balloon angioplasty during the index procedure. The patient was discharged 5 days later on protocol doses of plavix and aspirin. At 1475 days, after the index procedure, the site learned that the patient expired. At this time the site is awaiting death certificate for cause of death and date. No further information is available.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.